Event description:
Severe hives. Info was received on 17-jul-2006 from a pt designee regarding a female pt, with a medical history of arthritis, who experienced severe hives and was hospitalized. The pt began treatment with synvisc on an unk date. The pt received three injections of synvisc on unk dates. After her third injection, the pt experienced "severe hives" and was hospitalized. The pt designee added that it took a "while" before pt was discharged. At the time of this report, the pt had recovered.